Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced urinary retention after an altis procedure. Date of procedure: (B)(6) 2018. Date of onset event: (B)(6) 2018. Description of the event: urinary retention (pvr=200 ml). Treatment: urinary drainage for 6 days (intermittent drainage on (B)(6) 2018 and then indwelling drainage for 4 days). Status of the event: resolved on (B)(6) 2018 (device still implanted). According the investigator, the event is related to the procedure.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5361900. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.